Event description:
The account generated a negative testpack plus hcg urine result on a urine sample from a pt. It is unk whether the urine sample was a first morning or random sample. The result was questioned as the pt's previous test had been positive along with ultrasound results and other clinical indications. The sample was repeated using another pack from the same lot and the results were positive. There was no impact to pt mgmt.